Event description:
The tech alleged that the left side rail is not latching in the up position. No pt impact.

Manufacturer narrative:
The tech found the side rail is missing the latch release shoulder bolt. The tech replaced the side rail latch release shoulder bolt.